Event description:
Diagnostics on this pt noted the presence of a long length of tubing material within the pulmonary arterial system. Via a percutaneous procedure in early 2009, a white and blue rubber portion of a catheter measuring 42 cm in length and 0.2 cm in diameter was removed. One end was tapered with a blue tip and the other end was somewhat ragged. It was documented this was likely a PICC line fragment, but no other identifiers were on the catheter fragment. There was no procedure done at this facility with a device fitting this description.